Manufacturer narrative:
A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es, lot 2990, performance issue is not a likely contributor to the event. Tropi es within run precision testing performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting that an instrument issue was not a likely contributing factor. Additionally, it was established that the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample when processed using a vitros troponin I es reagent, lot no 2990, in combination with a vitros 5600 integrated system. Patient sample result of 1.582 ng/ml versus the expected result of 0.006 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however, a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).